Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device deflates on its own. There was a required de-cannulation/re-intubation reported.